Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous coronary intervention. The target lesion was located in the severely tortuous and severely calcified left anterior descending. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the nc emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure. The balloon was able to be inflated instantly to rated burst pressure and was able to maintain pressure with no leaks or issues. Product analysis did not confirm the reported balloon rupture, as the balloon was able to be inflated and maintained pressure with no leaks or issues.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous coronary intervention. The target lesion was located in the severely tortuous and severely calcified left anterior descending. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and patient condition was good.